Manufacturer narrative:
Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 13-aug-2014, UDI# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019; product ID: 8596sc, serial/lot #: (B)(4), ubd: 05-feb-2013, (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 1000 mcg/ml of fentanyl at minimum rate and 10 mg/ml of bupivacaine at minimum rate via an implantable pump for spinal pain. On (B)(6) 2019, it was reported that the patient's catheter was cut. The patient had a spinal fusion on an unknown date and the neurosurgeon had cut the catheter. The patient was put at minimum rate. On (B)(6) 2019, the catheter was replaced during a normal eri pump replacement. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
The catheter with product ID 8596sc was returned for analysis. Analysis found ¿no significant anomaly ¿ sutureless connector n on-significant indent in seal ¿ did not affect infusion¿. If information is provided in the future, a supplemental report will be issued.